Event description:
It was reported the pt had a return of symptoms around (B)(6) 2010 and withdrawal. Pt experienced nausea and shaking and did not hear alarms. Pt's last refill was in may and was scheduled for a refill on (B)(6) 2010. Pt had been in the hospital since (B)(6) 2010. The treating physician felt there was not a problem with the pump. The pump was not interrogated. Pt was referred to a neurosurgeon. The drug, dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).